Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. No moisture damage found under lcd screen, electronic assembly or motor. The device had cracked case at display window corner, minor scratched lcd window, and cracked reservoir tube lip.

Event description:
It was reported the customer's insulin pump was exposed to fluid. Customer's mother reported the insulin pump was exposed to pool water. The mother stated the insulin pump stopped working after the moisture exposure. The customer's alarm history showed a button error alarm had occurred. Customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to a back-up plan while their insulin pump was being replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.